Manufacturer narrative:
The ge field engineer advised the hospital biomedical engineer to replace the power card and the battery management board.

Event description:
The hospital reported the unit alarmed the battery current was high and displayed a system reboot message. This would have caused a loss of ability to mechanically ventilate. There was no report of patient involvement.